Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a documented low of 59 mg/dl and a high reading reported as ¿high¿ after starting on the ilet pump, with hyperglycemia lasting about five hours; the user treated lows with juice and allowed the device¿s correction algorithm to address highs, and the ilet alerted for both low and high glucose. Symptoms included shakiness during hypoglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and an unclear cause for both hypoglycemia and hyperglycemia during early therapy adjustment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.